Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc) while connected during dwell. The power was cycled to clear the alarm. During troubleshooting it was discovered that the supply bag had disconnected from the supply line. The technical service representative explained that the patient would need to start over with new supplies. The caregiver was advised to notify the nurse of the event. There was patient involvement, but there was no report of adverse event associated with this report. No additional information is available at this time.